Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the stripes in the image was a broken video cable. The cause of the damaged fiber bonding in the outer tube area (distal end) was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gynecologic laparoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, damaged fiber bonding in the outer tube area (distal end) and stripes in image were observed. There was no patient involvement reported.